Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue. Therefore, a more specific code could not be selected.

Event description:
It was reported, that unspecified transmitter issue occurred. It was indicated, the patient started their transmitter past the "use by date", which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. The allegation was confirmed, as signal loss greater than an hour was confirmed. The probable cause was determined to signal loss, due to the transmitter and app were not being able to restore the connection. The reported event of a unspecified transmitter issue is reportable, based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.